Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient went to have a magnetic resonance image (MRI) taken on the day of the report, but the MRI facility was refusing to perform the MRI due to the patient's device. The MRI was going to be of the head, thorax, and back and they have had this type of MRI before. The patient was getting the MRI because they were having pains like before and their back surgeon stated that the only way to get a good picture of what was going on would be to have an MRI. The patient reported having two bad falls, one of which split their head open and affected their eye socket. It was unknown if the falls were related to the device or therapy. There were no device issues reported. The patient stated that there were going to go overdose the night of the report. On (B)(6) 2016, the patient reported that they were going to be needing to replace their implantable neurostimulator (ins) for normal battery life and wondered, if the ins and leads were removed, if they could get the MRI.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va0g3gg, product type lead.

Event description:
Additional information was received. It was reported that the patient went to see their healthcare provider and they determined that the implantable neurostimulator (ins) battery was dying. The patient had the device explanted because their lead was displaced following a fall down a flight of stairs on their back. The patient's pain has been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the purpose of the MRI (which was never actually done) was to do comparative studies to determine the pain from the falls. The patient is angry that they were refused the MRI and are taking pain killers for the pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.